Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported anesthesia workstation on site. The o2 gas module was replaced to resolve the issue and sent back for further investigation. The provided logs confirm the reported issue. The returned gas module has been tested in an anesthesia workstation. It passed the system checkout. A case was started for about 4 hours. No abnormal found during that case. It passed another system checkout after that case. The o2 gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The reported issue could not be reproduced. Therefore, no root cause can be established.

Event description:
It was reported that the anesthesia workstation generated a technical error code indicating that the ventilation stopped. There was no patient harm. Manufacturer's reference #: (B)(4).